Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Additional information received 10/6/2016 from the patient's attorney, alleging an unknown parietex mesh. Reportedly, the patient had surgery for an umbilical hernia and had abdominal problems associated with bowel adhering to the mesh. He was hospitalized over two weeks and had good recovery with occasional bowel urgency. On (B)(6) 2014 patient presented to hospital and underwent surgical repair of an umbilical hernia. The patient was discharged on (B)(6) 2014 experiencing excruciating pain and oozing blood from the surgical incision. On (B)(6) 2014 the patient present to the emergency room continuing to suffer excruciating pain and oozing blood from the incision site. The patient was admitted on (B)(6) 2014, placed on oxygen, and underwent a CT scan to determine the cause of diminished oxygen level. Almost immediately following readmission the patient began vomiting bilious contents from his digestive tract. The patient remained in the hospital on (B)(6) 2014 and did not have a bowel movement despite the fact that he was administered medication, suppositories, and underwent an enema, with no results. On (B)(6) 2014 the patient still had no bowel movement, and a naso-gastric tube was placed, entering the stomach. On (B)(6) 2014 a CT scan was taken which showed post-surgical fluid collection containing gas in the anterior abdominal wall and a likely small bowel obstruction with transition point in the distal ileum. The patient remained in the hospital for 5 additional days before he underwent surgery for small bowel obstruction on (B)(6) 2014, performed by the doctor. The surgery performed by the doctor on (B)(6) 2014 revealed adhesion of the mesh to the small bowel, which caused mucosal erosion with granulation tissue, congestion, hemorrhage with mild acute and chronic inflammation. Surgical pathology revealed benign resection margins showing serosal fibrous adhesion with mild chronic serositis. During the surgery, a portion of the patient's small bowel was resected and an anastomosis was performed. On (B)(6) 2014 the patient had a bowel movement, the naso-gastric tube was removed and the patient was discharged on (B)(6) 2014. Following the patient's discharge the patient has continued to experience pain and suffering as a result of the surgical procedure, and a loss of a portion of his small intestine; has continuing sensitivity at the site of the operation and frequent, but irregular bowel movements; was unable to engage in his usual occupation and has an extensive scar on his abdomen.